Event description:
Additional information was received and stated, the replacement lens was the same as the explanted one.

Manufacturer narrative:
The lens was returned submerged in clear liquid inside a small tube. The optic was cut into two pieces, typical of an insertion and removal. The lens was removed from the solution and allowed to air dry prior to evaluation. Residue of viscoelastic was observed on the lens. The lens was cleaned with klotho related protein (klrp) for further evaluation. The lens was allowed to acclimate to room temperature. After acclimating, there was no evidence observed of microvacuoles. The lens was damaged. One haptic was split on the gusset edge in two areas. The optic has small scratch on the anterior surface. A non-qualified viscoelastic was indicated. The lens was returned cut in pieces, typical of insertion and removal. The lens had haptic damage and a small scratch on the anterior surface of the optic. After the lens was cleaned with klrp and allowed to acclimate to room temperature, there was no visible evidence of microvacuoles observed. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The company 17.5 diopter lens was removed and replaced with another company 17.5 diopter lens. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with the description, the intraocular lens had to exchange due to the development of glistening on the surface of the lens after the surgery. 1 week post-operative patient experienced glare, the lens was exchanged with another intraocular lens. The patient condition was good post intraocular lens exchange. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).